Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a CT scan was performed and there was a reported catheter fracture. The catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp w/ 8fr groshong catheter was returned for evaluation. Visual inspection identified one partial circumferential split. The split was smooth with noted buckling of the catheter. Therefore, the investigation is confirmed for flexural fatigue. He definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a CT scan was performed and there was a reported catheter damage. The catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp w/ 8fr groshong catheter was returned for evaluation. Visual inspection identified one partial circumferential split. The split was smooth with noted buckling of the catheter. Therefore, the investigation is confirmed for flexural fatigue. He definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a CT scan was performed and there was a reported catheter damage. The catheter segment and the port body were removed. There was no reported patient injury. Additional information: it was additionally reported that prior to the CT scan there was subcutaneous leak during infusion of anticancer agent.